Event description:
Customer reported via phone call that the buttons on the insulin pump are not responding. The customer was changing the infusion set and the insulin pump would not rewind. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage was noted on keypad assembly. No unlocked lcd keypad connector was noted. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.